Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was seen and treated at the hospital and was sent home on the same day. Treatment included a bolus of unknown antibiotics (dosage, route and frequency were unknown). At the time of this report, the patient was recovering and pd therapy was ongoing. Additional information is not available.